Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left circumflex (lcx) artery that is 90% stenosed. Patient presented with severe angina. The vessel was pre-dialed with a 2.0x8mm unspecified balloon and a 2.75x48mm xience xpedition was deployed at 16 atmospheres. Fluoroscopy after stenting revealed a dissection at the proximal end of the stent. The dissection was treated with another xience xpedition. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.